Manufacturer narrative:
The customer reported complaint of the thermogard ivtm system ((B)(4)) displayed mid:09 (air trap assembly) error message was confirmed based on the event log review and during functional testing. The evaluation of the thermogard console revealed that the root cause of the mid:09 error was due to a defective air trap sensor block, likely attributed to the age of the device. The thermogard console was manufactured in february 2009 and is 14 years old, well beyond its expected serviceable life of 5 years. No physical damage was observed on the thermogard console during visual inspection. An event log data review was performed and revealed mid:09 (air trap assembly) error message, confirming the reported complaint. The thermogard console failed the initial functional test and displayed mid:09 (air trap assembly) error message, thus confirming the reported complaint. The console displayed a mid:09 error message when there was no air trap in the air trap chamber. The air trap sensor block needs to be replaced to remedy this issue. Zoll is awaiting on customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard console with sn (B)(4).

Event description:
During in-service training at customer site by zoll clinical representative, the thermogard ivtm system ((B)(4)) displayed mid:09 (air trap assembly) error message. No patient involvement.